Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. Additional information received: this has been returned to medline who we purchased them from. Nothing was wrong with the product. Still in original packaging. It was just that the wrong item was put in the box. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure that the customer received the device and the outside of the box says 0014 but the item inside is a 0014a.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.